Manufacturer narrative:
As of (B)(6) 2017 the initial complaint by the customer did not indicated that an MDR would be required. However, the consumer stated that medical attention was sought on (B)(6) 2017. Based on the information received, aso opted to file an MDR. Retained and unused returned samples were submitted to the lab for testing in addition to evaluate the biocompatibility studies. While the product is indicated in the use of minor cuts, scrapes, and burns, this particular item is not recommended to be used on delicate or sensitive skin.

Event description:
The initial report by the consumer on (B)(6) 2017 did not indicate that medical attention was sought, the customer stated that after removing the bandages from her leg scrapes were found and the bandages felt like glass shards. However, on (B)(6) 2017 the consumer send a follow up report indicating that medical attention was sought.